Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred intermittently. Customer's blood glucose (bg) level was 300-473 mg/dl. Customer administered boluses via the pump and performed supply changes to address the issue and went to the emergency room on (B)(6) 2024. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer continued to use the pump for insulin therapy.